Manufacturer narrative:
(B)(4). Device evaluated by MFR: a coaccess electrode system was received. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. The device was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the patient sustained a puncture site burn. The patient was undergoing a radiofrequency ablation (rfa) procedure to treat hepatocellular carcinoma (hcc). The patient was prepared in the supine position under aseptic draping and local anesthesia over right-sided upper abdomen combined with general anesthesia. Preliminary ultrasonography showed a residual hcc at anterior aspect with partial lipiodol staining a lesion at the hepatic segment iii. A 4.0/14/15cm leveen¿ standard needle was punctured into the mass in the hepatic segment iii under ultrasonographic guidance. During the procedure, the first round of 15 minutes of treatment did not achieve roll-off. The physician continued the ablation, but it still did not roll-off. After this a ¿thermal skin injury¿ at the puncture site was observed. The physician noted that the needle was very hot. The treatment was stopped for a while and then re-started using a 3.0 needle. Rfa was performed in 3 needle positions until complete turning in hyperecho with 4.0cm diameter of expansion and total ablation time of about 3.039 minutes. ¿tracks were ablated.¿ there were no other patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: it was previously reported that a coaccess electrode system was received. However, a leveen¿ standard, which matches the reported upn, was actually received. (B)(4).

Event description:
It was reported the patient sustained a puncture site burn. The patient was undergoing a radiofrequency ablation (rfa) procedure to treat hepatocellular carcinoma (hcc). The patient was prepared in the supine position under aseptic draping and local anesthesia over right-sided upper abdomen combined with general anesthesia. Preliminary ultrasonography showed a residual hcc at anterior aspect with partial lipiodol staining a lesion at the hepatic segment iii. A 4.0/14/15cm leveen¿ standard needle was punctured into the mass in the hepatic segment iii under ultrasonographic guidance. During the procedure, the first round of 15 minutes of treatment did not achieve roll-off. The physician continued the ablation, but it still did not roll-off. After this a ¿thermal skin injury¿ at the puncture site was observed. The physician noted that the needle was very hot. The treatment was stopped for a while and then re-started using a 3.0 needle. Rfa was performed in 3 needle positions until complete turning in hyperecho with 4.0cm diameter of expansion and total ablation time of about 3.039 minutes. ¿tracks were ablated.¿ there were no other patient complications reported. The patient status was stable.